Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved. The following additional MDR has also been submitted with the following suspect product: 3005248192-2024-00062, with suspect product alinity m hr hpv amp kit list number 09n15-090 lot number 394665.

Event description:
The customer reported a potential false positive for sample sid (sample ID) (B)(6) that was tested with hr hpv (09n15) assay on alinity m sn (serial number) (B)(6). The sample initially gave a weak positive result for hpv 45. Later, the result changed to "other b" detected. During the final retest, the sample produced a "not detected" result. Log file analysis revealed that the sample in question was processed on (B)(6) 2024 with result "hpv45 detected" (q705 fcn of 27.90). Visual curve inspection shows non-sigmoidal behavior of "other b" signal that was not accepted by the software. The sample was retested on (B)(6) 2024 with result "hpv45 detected" (q705 fcn of 28.77). Visual curve inspection shows presence of "other b" signal that was not accepted by the software. The sample was retested on (B)(6) 2024 with result "other b" detected (fam fcn of 29.22). The sample was retested a third time on (B)(6) 2024 with result "not detected". All reagents and consumables were the same between the runs except for the iru lots. The customer provided information that each test was performed from a sample that was freshly aliquoted from the same master sample. The customer provided information that the sample needs to be gathered from the patient again as the current set of results is unacceptable.

Manufacturer narrative:
Investigation into this complaint included a file sample evaluation, a quality data review and a complaint history review for iru (integrated reaction unit) lots 2491448 & 2503194 which were used on alinity m sn (B)(6). Investigation is summarized as follows: file sample evaluation the file sample evaluation for lot 2503194 received a disposition of passed. No instances of false positive results were observed. Customer data review the customer data review verified the validity of the runs containing the discrepant results. The assay met specification requirements as no error codes or flags were displayed for the run controls. The amplification curves appeared normal and exhibited normal amplification for the hpv45 and other hr hpv b genotypes as well as the cellular control. Quality data review device history record / batch record review: the device history record (DHR) did not identify any issues which could have led to the reported issue during production. Review of the certificate of compliance for each of the impacted lots shows that lots 2491448 and 2503194 passed the acceptance requirements. CAPA / non-conformance review: the corrective and preventative actions (CAPA) review did not identify any existing internal records or nonconformances related to the reported issue. Complaint history review the complaint history review did not identify any additional complaints related to the reported issue. A trend violation was not identified, and the upper control limit was not exceeded for product 09n26. No new adverse trend was identified. Based on the results of the investigation elements, a product deficiency for alinity m integration reaction unit (list 09n26-010) lot 2491448 & 2503194 was not identified. Correction: likely cause within the complaint ticket was removed from alinity m hr hpv amp kit (list 09n15-090) for this incident. Therefore, this report is no longer related to MDR 3005248192-2024-00062.